Manufacturer narrative:
Initial.

Event description:
It was reported that the user struck the ilet against a cabinet, resulting in a fractured touchscreen that rendered the screen unusable; the device had been synced and will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen, consistent with external impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user understood that data would not transfer to the replacement and that shutdown procedures were available.